Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient presented with st-elevation myocardial infarction/cardiogenic shock was implanted an impella cp device for mechanical circulatory support. Post procedure on the unit, the impella cp access site began steadily oozing requiring manual pressure, pressure dressing and surgiseal applied to site post hold. Oozing slowed after hold and dressing. Subsequently, the patient was transferred to the operating room for planned escalation to an impella 5.5 pump. While on table, patient crashed to extra-corporeal membrane oxygenation (ECMO). The physician was unable to increase ECMO flows, patient briefly coded, received five units of blood, and expired. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).